Event description:
Report received from abbott international affiliate of a tubing leak. The report indicates that blood leakage was noted at the connection of the safeset port to the tubing. "After more than a week of indwelling the device, the leakage because clear when the sheet had dyed red at the time of a night shift round. The amount of blood loss was a little, causing spot, but the detection was luckily early. There was no splash or contact to the patient and the nurses. The device was immediately removed after the notice of the event. The report also indicated that device was disconnected/removed in 2003 and no adverse patient event was reported. Additional information has been requested. No additional information has yet been provided.